Event description:
During external jugular IV insertion, the catheter did not fully thread. The advanced registered respiratory therapist (arrt) pulled back, and once the IV was removed she noticed the catheter was short and part of it must have broken off inside the patient. The md was notified and came to the bedside. The md could feel a small soft subcutaneous bump over the left external jugular. No bleeding noted. Md notes that ultrasound of left external shows partially retained catheter in the vein. Due to the delicate location of the retained foreign body, the md spoke with the patient about doing a neck exploration in the operating room. The patient did go to operating room. An ultrasound and fluoroscopically guided left neck exploration and retrieval of retained foreign body was completed. The patient also had a 8fr left subclavian central venous catheter placed at that time. Md note states that the fragment of the IV catheter was found in subcutaneous tissue immediately outside of the left external jugular vein. Pathology report notes: "labeled retained foreign body is a 1.9 x 0.1 cm translucent and synthetic tube consistent with a foreign body."